Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) replaced all four reagent pipettor tips. The fse flushed all four red/white wash buffer line connectors and removed and cleaned all of the reagent storage covers. The fse performed an instrument modification associated with aspirate/dispense tube routing. The fse replaced all three aspirate probes, flushed the dispense probes and cleaned the substrate probe. The fse replaced the duck-bill valve. The fse performed all the alignments for the sample pipettor, all four reagent pipettors, and the reaction vessel chute bottom alignment and then checked the alignments for the entire aspirate and dispense probes as well as the pick and place units. The fse then performed a routine system check, a quality control assessment, a high sensitivity system check, carryover test and reagent pipettor verification which all generated acceptable results. Upon completion of the necessary and verified repairs, the instrument was returned back into operation.

Event description:
A beckman coulter inc. Field service engineer (fse) reported that higher than expected ov monitor results, with lower repeat results, were generated on a unicel dxi800 access immunoassay system for two patients. Beckman coulter inc. Assessment of customer supplied data indicated that one of the patient's initial and repeat ov monitor results were consistent and within the precision claims of the assay, and hence were not regarded as imprecise. The second patient's initial ov monitor result was higher than expected and above the normal reference interval. Subsequent testing produced reproducible, lower results, still above the normal reference interval. Collectively the initial and repeat results did not meet the assay's stated precision claim. The suspect initial ov monitor result was reported outside of the laboratory and while there were no reports of adverse event or serious injury related to this event, it is unknown as to whether there was a change to patient management. No specific patient information, sample collection/handling information or system information was provided by the customer.